Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was implanted during an anterior repair procedure performed in 2014. According to the complainant, after the procedure, the patient returned to the physician after experiencing mesh erosion into the bladder. She was treated by a urologist. The patient is reportedly stable and is getting reviewed by the physician who implanted the device. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.